Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for a vibratory alert. The lead had high pacing impedance and a high capture threshold. X-ray showed externalized conductors. The lead was capped and replaced.